Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the coating peeled on the flexible tube of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code has been corrected to 4768 - coating material) additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the pharmaceuticals such as anesthetic and chemicals, or incorrect amount of dilution of detergent solution may have resulted in peeling-off of the coating. However, a root cause could not be identified. The instruction manual states the inspection method associated with the event in "preparation and inspection¿ section 3.6, ¿inspection of the endoscope". Olympus will continue to monitor field performance for this device.